Event description:
Vilex received a report from a facility that a screw tip end had flared out. The doctor implanted the screw during a bunionectomy. No issues were reported during the insertion of the screw. Once the screw was inserted the doctor used a fluoroscopy and determined that the screw was too long. When the doctor removed the screw, the tip was flared.

Manufacturer narrative:
After a review of complaints, it was determined to file an MDR on this event. A complaint was generated at the time this event was reported, since no portion of the screw or wire remained in the pt an MDR was not completed at that time. The facility was able to return the screw and the guide wire to vilex. Vilex received the products on (B)(4) 2012. The quality assurance department checked the screw and wire under magnification. It was determined that the wire had been bent in many different locations, probably when it was initially implanted. When the screw came to the bend in the wire, it caused the tip to flare. Vilex has not received any other complaints regarding this type of screw. On 06/12/2012, a letter was sent to the customer explaining what caused the screw to flare. Customer was informed not to expose more than 15-20mm of the wire from the driver to reduce bending; if resistance is felt when implanting a screw, remove the screw and wire, if the wire is bent replace with new wire; and to never reuse a wire.